Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when using the extended bolus feature, the customer set the extended bolus for 80%/20%, and the bolus duration for 2 hours instead of the intended bolus duration of 1 hour. Reportedly, the customer experienced a blood glucose (bg) level of 307 mg/dl. The customer reported delivering a bolus to prevent an adverse event and the customer was "okay".